Event description:
Info was rec'd initially that the pt with this implantable device experienced a pocket erosion. A revision was performed and the device was moved subpectorally. Add'l info was later rec'd that this product was part of a sys revision due to infection. There were no add'l adverse effects reported. The product was capped.